Event description:
It was reported that during an angioplasty procedure, stent damage occurred. The lesion was located in the mid-segment of the tortuous and heavily calcified circumflex artery. The 2.75 x 16mm taxus liberte drug-eluting stent (des) was advanced to the lesion; after four unsuccessful attempts to cross the lesion, the device was removed. Upon inspection, it was observed that the stent was damaged at the distal end. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as stable.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure. Product unavailable for analysis.